Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse repositioned the coupling, removed condensation, tested the unit with balloon and trainer, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) had a failing safety disk. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) had a failing safety disk. There was no patient involvement, and no adverse event reported.